Event description:
A pt with tricuspid atresia was undergoing surgical pulmonary artery banding. During the procedure, the pt was found cyanotic with bradycardia and subcutaneous emphysema. The pt suffered bilateral tension pneumothoraces.